Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 25-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel, titanium, silver and cobalt") in a (B)(6) female patient who had essure (batch no. B85130) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced aptyalism ("very little saliva/no longer had any saliva"), lacrimation decreased ("very little tears"), nasal dryness ("dryness of nasal mucosa"), pruritus ("itching on the abdomen") and fatigue ("inexplicable fatigue"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the aptyalism had resolved. In 2017, the lacrimation decreased and pruritus had resolved. At the time of the report, the allergy to metals outcome was unknown and the nasal dryness and fatigue was resolving. The reporter provided no causality assessment for allergy to metals, aptyalism, fatigue, lacrimation decreased, nasal dryness and pruritus with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 27-jul-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 272 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 25-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel, titanium, silver and cobalt") in a (B)(6) year-old female patient who had essure (batch no. B85130) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced aptyalism ("very little saliva/no longer had any saliva"), lacrimation decreased ("very little tears"), nasal dryness ("dryness of nasal mucosa"), pruritus ("itching on the abdomen") and fatigue ("inexplicable fatigue"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the aptyalism had resolved. In 2017, the lacrimation decreased and pruritus had resolved. At the time of the report, the allergy to metals outcome was unknown and the nasal dryness and fatigue was resolving. The reporter provided no causality assessment for allergy to metals, aptyalism, fatigue, lacrimation decreased, nasal dryness and pruritus with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 280 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ('allergy to nickel, titanium, silver and cobalt') and sjogren's syndrome ('dry syndrome') in a 42-year-old female patient who had essure (batch no. B85130) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: roaccutane in 2008. In *b)(6) 2014, the patient experienced sjogren's syndrome (seriousness criterion medically significant), arthralgia ("arthralgia") and asthenia ("persistent asthenia"). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced lacrimation decreased ("very little tears"), aptyalism ("very little saliva/no longer had any saliva"), nasal dryness ("dryness of nasal mucosa"), pruritus ("itching on the abdomen") and fatigue ("inexplicable fatigue"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy). Essure was removed on (2017. At the time of the report, the allergy to metals, sjogren's syndrome, lacrimation decreased, aptyalism, nasal dryness, pruritus, fatigue, arthralgia and asthenia outcome was unknown. The reporter provided no causality assessment for allergy to metals, aptyalism, arthralgia, asthenia, fatigue, lacrimation decreased, nasal dryness, pruritus and sjogren's syndrome with essure. The reporter commented: allergic tests were in favor of an allergy to nickel, cobalt, silver and titanium. The dry syndrome could also be due to the roaccutane intake in 2008. There was no information concerning symptomatology improvement following essure removal quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: health authority detected that this record is a duplicate to bayer record # fr-bayer-2019-107652 (medwatch 3500a MFR number (B)(4) from which all information will be transferred. To this record (fr-bayer-2017-143296). Then duplicate recordb # fr-bayer-2019-107652 will be deleted. New: patient's birth date added, historical drug added: roaccutane. New event: sjogren's syndrome ('dry syndrome'), arthralgia, asthenia, symptoms started in (B)(6) 2014. Comment added: allergic tests were in favor of an allergy to nickel, cobalt, silver and titanium. The dry syndrome could also be due to the roaccutane intake in 2008. There was no information concerning symptomatology improvement following essure removal (outcome changed to "unknown") we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.